Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was driving a car on the highway and an ambulance was called by a bystander as the mounted the curve and ended up in the post. The patient experienced feeling super tired, agitated and confused, the cgm was reading 7.1 mmol/l and the blood glucose reading was 1.6 mmol/l. Most likely the fingerstick was taken when the paramedics arrived. The patient was treated with 2 tubes of glucose gel and received an unspecified intravenous treatment. The patient refused to go to the hospital after the treatment provided by the paramedics. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.